Event description:
It was reported that before an endovascular aneurysm repair (evar) of an infrarenal abdominal aortic aneurysm, using a preclose technique, the prostar xl sutures were attempted to be deployed in the right common femoral artery over a j-tipped guide wire. Reportedly, during needle deployment, one of the four needles did not come out of the device. The prostar xl was retracted and the needle was found bent in the subcutaneous tissue. The needle was easily retrieved and pulled out. All four sutures were deployed. A 12f sheath was inserted for the evar procedure. Post procedure, after knot advancement, one of the two knots did not take and hemostasis was not achieved; profuse bleeding occurred. The site was predilated with a 6f dilator and an attempt was made to deploy a second prostar xl, but the arteriotomy hole was too big for the needles to capture the edges of the artery. A cut down was performed and the artery was sutured closed. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record did not reveal any non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was performed and there does not appear to be any indication of a product quality deficiency. The other prostar xl device referenced is being filed under a separate medwatch MFR number.